Manufacturer narrative:
Correcting date received by manufacturer from 19-feb-2026 to 10-feb-2026. This is a follow up report for this corrected information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.